Event description:
Device did not function as expected. During surgery, after placing the new cup (triad ha cluster hole: (B) (4)) and a screw ((B) (4)), the dome hole plug could not be placed to the cup correctly, the plug stuck and could not be pushed or pulled thus, the surgeon smoothed away about 2mm and placed the liner.

Manufacturer narrative:
As part of a quality system improvement plan stryker corp conducted a 2 yr retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There is 1 event associated with this event type (device did not function as expected) and product code (B) (4).